Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The graftmaster stent delivery system (sds) and its packaging were not returned; therefore the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the device history record for this lot was conducted and all labels indicated an expiration date (use by date) of 31/march/2011, which is 3 years from the date of manufacture (31/march/2008). This confirms that the product was labeled correctly, and based on the reported information the product was used approximately 8 months past the labeled expiration date. The graftmaster instructions for use (IFU) states: use the device prior to the use by date specified on the package. A review of the product labels attached to the device history record confirmed the device was used past the expiration date. A review of the device lot history record revealed no associated nonconforming material records. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for use after expiration, there is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the 3.0 x 12 mm graftmaster was implanted to treat a perforation in the mid left anterior descending artery (lad). It was implanted successfully with no issues. Post procedure, it was noted by the staff that the stent was expired. There were no adverse patient effects. No additional information was provided.